Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 392 mg/dl at the time of the incident. The customer reported the plastic o ring has come off and is hanging on the tubing. The customer did not troubleshoot the issue. The customer was in the 300s mg/dl all day yesterday. The customer declined to troubleshoot the high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Insulin pump unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.